Event description:
The patient reported that their stimulation was not helping with their pain. The stimulation never helped with the pain and they had tried to adjust the stimulation but they were notable to get the stimulation to cover the pain. Due to the lack of benefit from their stimulator the patient had been exploring other options such as physical therapy, injections in their back and sciatic area, heat and cold compresses, and pain medications but none of these helped. The patient saw their doctor on (B)(6) 2015 and their doctor told them there was nothing else they could do for the patient. They saw a different doctor on (B)(6) 2015 who reviewed their MRI, CT, and x-rays. The x-rays included abdominal ap for visualization of the stimulator battery and leads as well as a thoracic ap for the stimulator lead placement. The problem areas were noted to be in the l4 and l5 areas in the patient's back and their sacroiliac joint. Their insurance approved for rods to be put in their back on (B)(6) 2016 at l4 and l5 which stopped their back pain. How ever, they still had pain from their low right side of their back down their right leg and they started experiencing numbness. The stimulator seemed to increase their pain if they were lying down, walking, or sitting. They then had a sacroiliac joint fusion on (B)(6) 2016 and it was noted that if not for surgical pain the patient wouldn't have any. The patient wanted their implantable neurostimulator (ins) removed as it laid on their left side and hurt when the patient would bend or roll over in bed. The ins would move around and caused the patient a great deal of discomfort. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.